Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet luer connector separated into two pieces while the user was at a restaurant, resulting in a connector failure and requiring a cartridge and connector change; the pump otherwise functioned and no alerts or alarms were reported. Symptoms included no reported adverse clinical effects and no reported blood glucose excursions. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included photo review, customer interview, and receipt and inspection of the returned device. Investigation of this case revealed a cracked or separated luer connector consistent with component breakage; the user was able to restore therapy by replacing the cartridge and connector, and blood glucose control was reportedly unaffected. It was concluded that the event involved a mechanical failure of the luer connector, with no patient harm and resolution through replacement supplies.